Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a meter error 1 issue. No health event was reported. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/28/2017 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 7. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared.